Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed were openings in the device. Additional observations: observed deformation on the device. Red particles observed in the surface of the shell. Yellow biological tissue observed in the surface of the shell.

Event description:
Healthcare professional reported unknown side "implants that were explanted and require an explant kit in order to send them for investigation". Company representative later confirmed rupture. Device has be explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued: e1- phone number: (B)(6).

Event description:
Healthcare professional reported left side "implants that were explanted and require an explant kit in order to send them for investigation". Company representative later confirmed rupture. Device has be explanted. This relates to the left side.